Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer vascular plug ii was selected for implant on (B)(6) 2025 to treat a paravalvular leak using an unknown delivery catheter. The devices were prepared per IFU. During the procedure the cable connection was checked and the device was deployed. The position was not satisfactory to the user. The decision was made to re-deploy the plug, however it was observed that the plug was unable to be retracted. The user yanked on the wire causing the plug to simultaneously disconnect from the delivery cable and dislodge from the implant site. The plug embolized to the right iliac artery. The plug was surgically removed. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of the device embolization, premature separation, use of device problem, and off label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported use of device problem and premature separation, which led the device embolizing, appeared to be related to user error. The reported off-label use appears to be related to the user not using the device for arterial and venous embolizations in the peripheral vasculature, but instead for paravalvular leak (pvl). The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.